Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station experienced repeated shutdowns and reboots. The field service engineer (fse) arrived on site to check the status of the station and reviewed the outage history remotely, including the microsoft windows update schedule. The station was monitored for potential future outages, and windows updates appeared to be the root cause of the shutdowns, as the previous workstation had shut down following prolonged maintenance activity on the station. The system was tested within the medical application. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the machine had reports of multiple shutdowns and reboots due to power surges. The wb1 drawer rail had been replaced recently. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.